Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the site converted the procedure to laparoscopic approach due to issue reported in previous procedure. In previous procedure, site contacted intuitive technical support engineer (tse) to report multiple scopes failed the self test. Tse reviewed logs and found 48265 errors, site was able to get a scope to work and was going to power cycle in between cases.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller for failure analysis investigation. The ec was analyzed and in the system logs failure analysis located errors 48265, confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ec was installed into the golden system where the system functioned as expected. The golden system was set to run 10 power cycles after which the error logs were investigated, instances of error 48265 were not found. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.